Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the reason for the patient¿s hospitalization is unknown. However, there is no allegation that a device malfunction or deficiency resulted in the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an unspecified reason. The pd registered nurse (pdrn) indicated that the patient reported receiving an unknown alarm on their liberty select cycler, however, there was no indication that the alarm attributed to the patient's hospitalization. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an unspecified reason. The pd registered nurse (pdrn) indicated that the patient reported receiving an unknown alarm on their liberty select cycler, however, there was no indication that the alarm attributed to the patient's hospitalization. Multiple attempts were made to acquire additional information, however, a response was not received.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an unspecified reason. The pd registered nurse (pdrn) indicated that the patient reported receiving an unknown alarm on their liberty select cycler, however, there was no indication that the alarm attributed to the patient's hospitalization. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump molded clamp and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) 15800ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, patient sensor calibration check and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the baseplate under the pump and on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.